Event description:
The pt reportedly has no lock between the external equipment and internal cochlear device. External equipment was exchanged, however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.